Event description:
Related manufacturer reference number: 2017865-2024-72487. Related manufacturer reference number: 2017865-2024-72618. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with oversensing noise and inappropriate automatic mode switch (ams). The right ventricular (rv) lead also had over-sensing noise and the atrial lead had over-sensing noise and inappropriate automatic mode switch (ams). No changes were reported, emi was suspected. The patient status was stable.